Manufacturer narrative:
(B)(6) 2015: date received by manufacturer: (B)(4) 2015. Additional information received which clarifies the event: the patient was intubated; after a time the physician recognized that ventilation didn`t work properly. It seems that the air goes in but not out again. Due to the increased pressure in the lungs, the patient developed bilateral tension pneumothoraxes, requiring drainage on both sides. To support the heart, a cardiac massage was executed; there was no ¿reanimation¿ required. At first the situation got a little bit better but then the patient seemed to asphyxiate. A tracheotomy was attempted but this didn`t work properly because the tube was still in the windpipe. Although the tracheotomy failed the situation became better. Due to this the physician suspect a cuff herniation causing an obstruction of the distal end of the tube and that during the tracheotomy the cuff was damaged so that the distal end of the tube was open again.

Event description:
Additional information received which clarifies the event: the patient was intubated; after a time the physician recognized that ventilation didn`t work properly. It seems that the air goes in but not out again. Due to the increased pressure in the lungs, the patient developed bilateral tension pneumothoraxes, requiring drainage on both sides. To support the heart, a cardiac massage was executed; there was no "reanimation" required. At first the situation got a little bit better but then the patient seemed to asphyxiate. A tracheotomy was attempted but this didn`t work properly because the tube was still in the windpipe. Although the tracheotomy failed the situation became better. Due to this the physician suspect a cuff herniation causing an obstruction of the distal end of the tube and that during the tracheotomy the cuff was damaged so that the distal end of the tube was open again.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results are not available; the device was discarded by user facility.

Event description:
It was reported that during a thyroid resection, there was "a sudden reduction of the inner lumen of the tube accompanied with patient injury during surgery." The event was then clarified; the user was unsure of what caused the event, but the patient was unable to be ventilated. Once it was discovered that the patient was not being ventilated, they repositioned the tube several times (without withdrawing it completely) before the intervention was stopped. "The user performed a bronchoscopy and determined that cuff herniation over the end was blocking the airway." This event caused short term apnea in both lungs, which resulted in the patient requiring "reanimation" and a tracheotomy, as well as bilateral thorax drainage required to reduce tension pneumothoraxes. The patient has since recovered; there is no known sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.